Event description:
It was reported that an ilet device repeatedly displayed error codes during the night, resulting in hyperglycemia with fingerstick or cgm readings reportedly in the 400¿500 mg/dl range, and the user indicated prior device replacements with the same issue. Symptoms included hyperglycemia. Outcomes included user inconvenience and disruption of therapy. Investigation included a review of the complaint details and attempts to obtain additional information from the user. Investigation of this case revealed that the cause of the hyperglycemia was unclear. It was concluded that a device-related malfunction could not be confirmed and the root cause remained undetermined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.